Manufacturer narrative:
The date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported flushing multiple times but still unable to clear off debris within the colon during an unspecified diagnostic procedure involving an olympus colonovideoscope. There was no patient injury reported.